Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419488 lead implanted: 2012 (B)(6); 407652 lead implanted: 2010 (B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead had dislodged and floated back into the atrium post patient¿s lvad (left ventricular assist device) placement procedure. Dislodgement was confirmed by x-ray and from interrogation which showed no lv capture and pacing lv was only capturing the atrium. Additionally, the device was reported as having early battery depletion. It was noted that the device had delivered fifty plus appropriate shocks over the lifetime of the device. The lead was explanted and not replaced as the device was explanted and downgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.